Event description:
A report was received that the patient had lost right foot coverage. Upon x-ray, it was determined that the lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.